Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had button hard to press. The customer current blood glucose level was 161 mg/dl. The customer was assisted with troubleshooting. Customer states that buttons are sticking and she cannot get the pump to prime because the button was too hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.